Event description:
On 3/7/95 the pump and balloon were implanted, cuff was not implanted at this time due to cuff - perforation. On 3/21/97 the pump was removed from the patient and replaced due to discolored fluid and the cuff was implanted at this time due to a previous cuff - perforation.